Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause for peritonitis was unknown. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient is recovering from the event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the nurse confirmed the peritonitis start date, and hospitalization dates. The effluent culture was done in the hospital,and the results were unknown. The cause of peritonitis was unknown. The patient recovered. Peritoneal dialysis re-training was not done because the patient moved to a different state after the hospital discharge.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891903, gd891705 and gd891788. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.